Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found the following: there were scratches on the grip, switch box, right/left knob, up/down knob, scope cover, suction connector; there was corrosion on the sheet holder due to water leakage; water tightness was lost, due to damage on the channel tube; the light guide lens had a crack, connecting tube had coating peeling, the distal end was shaved and had residual liquid, water tightness of the forceps elevator was lost, and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material between distal end and server plug-in, inside light guide lens and in the connecting tube. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage at scope connector cover (s-cover), biopsy channel, and forceps elevator. Additionally, the (light guide) lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, resulting in humidity invaded lg-lens which led to corrosion. The events (foreign material at insertion tube, residual liquid/foreign material at distal end) can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The event (foreign material in lg-lens) can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.